Manufacturer narrative:
Bci cts (customer technical support) advised the customer to lift the ise module and do a visual inspection. The customer stated that the line from the ratio pump had come off. Cts assisted the customer with repair. Cts advised the customer to prime the system and check for leaks. Upon follow-up with the customer, cts was informed that the system calibrated okay after priming.

Event description:
A customer contacted beckman coulter inc. (Bci) stating there was a puddle under the modular chemistry (mc) side of the unicel dxc 800 pro synchron clinical system. The customer believes it is waste from the ise. No injury was reported.